Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetes. The customer's blood glucose was unknown at the time of the incident. The nurse stated that they needed to change the basal rate. The customer was assisted in programming new basal rate. The insulin pump will not be returned for analysis.